Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the patient is experiencing motor errors on their insulin pump. Their blood glucose level is 542mg/dl. Patient advised to replace pump and resort to backup method. Patient hung up and we have not been able to contact them further. Pump not being returned. No further information available.